Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Event description:
It was reported that this ra lead dislodged approx. 2.5 months after the implantation. The patient was hospitalized for the repositioning of this lead and the lv lead.

Manufacturer narrative:
This ra lead was repositioned on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.